Event description:
It was reported that an alert was detected for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services reviewed device data and determined the rvat failed to measure the threshold due to low evoked response (ER). The rv lead started out at implant at 0.5v. It has since risen over the last few years to now high 2.0v to 3.0v. The plan is continue to monitor and keep the rv auto on to monitor trend incase thresholds increases. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.